Event description:
It was reported that two (2) clearlink system nitroglycerin sets had large amounts of air bubbles in the tubing and leaked fluid from the drip chamber. This was discovered while priming total parenteral nutrition (tpn). There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: four (4) samples were returned for evaluation. Visual inspection of the first sample observed an incorrect assembly of the tubing and the bushing. A pressure test and clear passage test were performed on the first sample, and a leak at the joint of the tubing and the bushing was observed. Visual inspection of the second sample observed a low assembly at the joint of the tubing into the drip chamber. Functional tests which included pressure test, clear passage, and priming tests were performed on the second sample, and a leak at the joint of the tubing and the drip chamber was observed. A visual inspection of the third and fourth samples did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage test were performed on the third and fourth samples, and no defects were observed that could generate leaks. The reported condition was verified for two of the four samples only. The cause of the condition was a manual assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.